Event description:
It was reported the patient experienced diaphragmatic stimulation due to increased thresholds on the left ventricular (lv) lead. The lv lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).